Event description:
Complainant alleged that while attempting to monitor pt in full cardiac arrest, the device lost power. The clinician was able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.